Manufacturer narrative:
Additional information: h4, h6(update codes), h11. H4: device manufacture date: the manufacturing date of the suspect lot r26a30024 is 01/31/2026. And the manufacturing date of the suspect lot r26b12048 is 02/13/2026. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection identified a pinhole indentation on the lowermost section of the tubing, closest to the insertion area. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a "a clear pinhole indentation" was observed in an unspecified quantity of continu-flo solution sets luer lock. The issue was found before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
D4 lot # : the suspect lot was one of the following : r26a30024, r26b12048. D4 expriration date / UDI #: suspect lot r26a30024 has an expiration date of 01/30/2028. UDI # (B)(4). Suspect lot r26b12048 has an expiration date of 02/13/2028. UDI # (B)(4). E1: initial reporter phone no. : additional phone number (B)(6). Should additional relevant information become available, a supplemental report will be submitted.